Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the event. The customer was found unconscious and suffering from hypoglycemia a week prior to her death. The customer was taken to the hospital by paramedics. The insulin pump was removed from the customer's person at this time. The customer died while in the hospital. The customer was not wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.